Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 4/20/2016. Device evaluation: the device has been returned and evaluated by product analysis on 3/29/2016 with the following findings: a review of the pump¿s black box data showed there were no unexplained pump reboot events. The initial complaint of intermittent power was not duplicated during the investigation. The pump was run on a 24 hour basal program using the returned battery cap with no intermittent power or reboot occurrences. The pump was opened and an inspection was performed on the power circuit with no defects found and no moisture was found internally. There was no physical damage observed to the battery compartment threads or the returned battery cap. The returned battery cap¿s height and width were within specification and the cap was able to securely attach to the pump. Unrelated to the initial complaint, it was observed that the audio bolus button cover was damaged but the audio bolus button was responsive during investigation.